Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
Boston scientific received information that the health care professional (hcp) performed interrogation on the device. The hcp was confused with the result of the longevity remaining which is <0.5 yrs. But after testing is 1.5 yrs. Ts stated that the device operates in current bins based on energy usage. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the pacemaker was explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the health care professional (hcp) observed a fluctuation in the longevity estimates prior to and after device testing and interrogation. Boston scientific technical services (ts) then discussed that the device will base the estimated longevity on the current battery bin being used. Ts then further discussed that this is a normal device function and it would be best to monitor the device closely. Attempts to obtain additional information were unsuccessful. The pacemaker remains in service. No adverse patient effects were reported.